Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery in phacoemulsification mode the patient experienced with wound burn and that required suture. The procedure was completed and patient had recovered adequately. Additional information has been requested.

Manufacturer narrative:
Servicing information could not be reviewed as the lot/batch/serial is unknown. Additionally, there was no product returned for evaluation. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in b.5. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indication that the surgeon heard occlusion bell.